Event description:
It was reported that this right ventricular (rv) lead was removed due to infection and erosion. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).